Event description:
An e:mail message was received via the center for one baxter internet customer questions system. A person who identified himself as a doctor indicated he had had two donors develop rashes. No other information accept for a apheresis kit product code and lot number was provided. Attempting to contact the person sending this information via the same internet address they provided has not elicited any response. No additional information regarding the event or the donors is known. Baxter asia was contacted and they have not been able to identify who sent the e:mail.